Manufacturer narrative:
(B)(4). The device was received with the top of the I-blade upper tip broken off not returned. In addition, the device was received with skiving of the heat shrink (shaft cover) material. All of the heat shrink material appeared to have been returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. (B)(4). The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.

Event description:
It was reported that during a cosmetic hysterectomy procedure, the enseal broke. It lost ability to open or close. The surgeon was not being rough or taking large bites. It happened on fourth firing sequence. It simply lost opening and closing capabilities for no reason. There were no adverse consequences for the patient.